Event description:
It was reported that the xenon light source exhibited a situation where the light went out (lamp did not light), requiring the unit to be turned off and then on. The customer stated that the bulb hours was 300 hours. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Additional information was supplied by the customer that stated that they already had a replacement lamp. The lamp was replaced, and the issue has been resolved.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: b5, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was not] returned to olympus for inspection, therefore the customer's reportable malfunction was not confirmed. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.